Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent limb was intended to be implanted during the endovascular treatment of an 62mm abdominal aortic aneurysm. It was reported during the index procedure, after opening the package of product enlw1616c95ee (v31495017) iliac limb stent and performing inspection, it was found that there was a gap between the tip end of the device and the delivery sheath. The physician was concerned that the ¿step¿ at the front end might damage the access vessel when advancing into the patient¿s body, therefore another enlw1616c95ee product was opened as a replacement and the procedure completed successfully with no patient complications. The cause was determined to be device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed tat no damage was noted to the device's outer or inner packaging and no resistance was encountered upon device removal from the inner tray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.